Event description:
It was reported, that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support. Therefore, no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.